Event description:
The customer reported that there was artifact in lead 1,3 avr and avl of the 12-lead. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.